Event description:
Reporter noted unit showed error messages throughout cases when switching mode from u/s to I/a. Tried to recycle power, but the error messages continued. There was no patient injury, but they cancelled last 8 cases that day.

Manufacturer narrative:
A company service rep checked system; could not duplicate problem reported, but replaced front panel controller and returned it for further testing.